Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n501588, implanted: (B)(6) 2015, product type: accessory. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3998, lot# lb2702, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was initially reported that there were a lot of the electrodes are out of range and was subsequently clarified that all electrodes had impedances >10,000 ohms. There were no patient symptoms reported in the event. The patient was taken to the or for the replacement of the lead. Follow up information reported that the cause of the high impedance issue was not determined. The high impedance issue resolved with the implantation of a new lead. The old lead component was inactivated and left in place in the patient so was not returned for analysis. The indication for use of the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.